Event description:
Customer reportedly obtained results of 511 mg/dl and 201 mg/dl on the advantage system within 10 minutes. Customer took 4 units of novolin r insulin based on 201 mg/dl result and 20 units of novolin nph. No adverse event reported. Requested return of suspect system, and replacement was sent.